Event description:
It was reported that during primary right reverse shoulder surgery, surgeon drilled center hole for baseplate and attempted to put 6.5 center screw into the baseplate. Screw could not be seated. Surgeon removed screw, drilled baseplate with a bigger toolbit to fit 6.5 screw in.

Manufacturer narrative:
An event regarding difficulty seating a reverse shoulder baseplate and center screw was reported. The event was not confirmed. Method & results: device evaluation and results: not preformed as no products were provided for inspection. Medical records received and evaluation: not preformed as patient medical records were not provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no device was provided for inspection and no patient medical records were provided for review.

Event description:
It was reported that during primary right reverse shoulder surgery, surgeon drilled center hole for baseplate and attempted to put 6.5 center screw into the baseplate. Screw could not be seated. Surgeon removed screw, drilled baseplate with a bigger tool bit to fit 6.5 screw in.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device implanted.